Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, but the reported failure (grounding issues) could not be reproduced on erbe connected to system. System logs could not confirm the fault occurred in the field. A visual inspection showed the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The probable root cause is attributed to a component failure caused by ground pad issues.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the customer contacted the technical support engineer (tse) regarding experiencing grounding pad issues. The clinical sales representative (csr) sent the integrated electrosurgical unit (iesu) or erbe logs, which indicated errors m-02 and c-00. The customer was proceeded with the surgical procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient reported that during the case, they muddled through with no patient harm. The same dv vio was used for whole case. The surgery was longer than expected. They replaced the dv vio.

Manufacturer narrative:
The probable root cause cannot be determined from complaint details and failure analysis results. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified updated annex d - conclusion desc 1 to d02 - cause traced to component failure.

Event description:
Refer to h11 for follow-up information.